Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. Part number associated with device only sold in (B)(4). Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. No add'l info is available.

Event description:
During a cervical tdr case, the surgeon performed a discectomy and appropriately mobilized the segment. A 5mm ld trial was inserted and following radiographic confirmation was deemed to be appropriate. The milling guide was inserted and milling was performed using a midas rex drill with the appropriate synthes milling bit and radiography to assess position of the mill. Upon removing the milling guide, surgeon noticed the mill had not gone completely through the superior endplate of the c6 vertebra. The milling guide was re-attached and the c6 vertebra was milled again with radiography. Upon removal of the milling guide, it was noted that the endplate still had not been cut through. A chisel was used to make the final cut. A lateral image was taken showing the chisel advancing an object into the spinal cord. The chisel was removed and a pair of forceps were used to retrieve the object. On inspection, it was found to be the end of the milling bit which had broken. Surgeon could not see any csf. Final imaging showed a well located prodisc-c. Immediately upon closure, the pt was taken for an MRI and the posterior part of the cord appeared normal, while the anterior part was obscured by the artifact from the implant. Pt was awakened and was able to spontaneously move hands and feet. Surgeon was unable to assess the extent of any impairment in the pt's function.